Event description:
In 2001, a pancreatic stent was placed through the accessory papilla. Twenty-one days later, removal of the stent was attempted with forceps. The stent broke into two pieces in the papilla. One portion was removed and the other portion slipped into the patient's pancreatic duct. The physician then attempted to remove the second portion of the stent with an extraction balloon, snare, and a basket to no avail. He then placed a temporary pancreatic stent in the patient. One week later an ercp procedure was performed in another attempt to remove the second portion of the stent. The physician used a mini-snare over a wire guide and successfully retrieved the second portion of the stent. No pt injury was reported.